Event description:
It was reported that the patient underwent a posterior-approach fusion at l3-l4 using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, on (B)(6) 2011 the patient underwent the following procedures: posterior spinal fusion, l3-4; posterior lumbar interbody fusion, l3-4; left sided decompression, l3-l4; exploration of fusion, l3-l5; removal of hardware with re-instrumentation polyaxial pedicle screws , l3-l5; interbody cage, l3-l4; local bone graft with rhbmp-2/acs to treat the pre-op diagnosis: herniated disk, l3-4, l4-5, status post fusion with probable pseudoarthrosis. Operative notes: ¿..the disk space was irrigated and packed with a small piece of small of rhbmp-2/acs sponge with morcellized autograft products of decompression, which were pushed anterior into the right side. Interbody cage packed with rhbmp-2/acs was then tapped into positon, countersunk to approximately 5 mm. The posterolateral gutters were then packed with morcellized autograft, product of decompression, as well as rhbmp-2/acs sponge with bone graft bone graft extender. Pedicle screws were then placed; seven 5 diameter screws were placed at each level..¿ the patient was returned to the supine position, awakened, extubated and transferred to the recovery room having tolerated the above procedure well and in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.